Manufacturer narrative:
This ipg serial number was included in a field correction. Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Complaint was confirmed for "pocket heating - while recharge". Extensive investigation for this complaint has found that the ipg can generate excessive heating when recharged with the charging system. This investigation was addressed in the pocket heating CAPA. The complaint for "patient discomfort at implant location" and "infection" could not be confirmed. The implant location and infection issue cannot be confirmed through product testing alone. Inspection of the returned ipg did not reveal any physical anomalies that would contribute to the complaint. The ipg was functionally adn electrically tested and passed all testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18395. It was reported the pt experienced heating at the ipg site while charging. The pt indicated the ipg site was blistered after charging. Also, the pt's ipg became superficial which caused discomfort. Surgical intervention was undertaken and the physician indicated an infection may have been present at the ipg locket. The physician explanted the ipg, irrigated the site with an antibiotic solution and closed with a drain in place. The pt was admitted to the hospital. Cultures were taken, however, the results are unk at this time. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.